Event description:
A malfunction occurred with the pump, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, advised the customer to use multiple daily injections as a backup therapy, and arranged for the pump to be replaced. The customer was instructed to return the malfunctioning pump using a pre-paid label within 10 days, after putting it into storage mode.